Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 6.5 mm from the balloon proximal tip. The review of the lhr (lot f1310108) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci distributor that the physician inserted the balloon from a mynxgrip vascular closure device 6f/7f and noticed that the balloon was punctured. It was no possible to inflate the balloon. No further information is available.